Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
UDI number: na.

Event description:
The recipient is reportedly scheduled for revision surgery. Advanced bionics is currently in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. Due diligence attempts to follow-up with the surgeon regarding the reason for explantation have been unsuccessful. The recipient's new device has reportedly been activated. The external visual inspection revealed the electrode was cut prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented some of the electrical tests from being performed. The device passed all of the electrical and mechanical tests performed. The device passed the tests performed. This is the final report.